Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that upon repositioning during the insertion procedure in the right eye with a xen 45 gel stent, the "xen tip fractured in scs removed from ac". No injury to the patient.